Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charges and boot up: passed. Perform paring\calibration\performance\range test: passed. Test on receiver functional test station: passed all relevant testing. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.